Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with worsening left axillary purulent secretions, new abscess to distal mid sternum, and low-grade fevers. They were put on intravenous antibiotics (IV atb); blood cultures were positive for staphylococcus aureus. The patient was not a surgical candidate, it was recommended that the patient went into hospice care. The patient elected to be discharged with hospice.